Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 receiver would not turn on. Patient's wife did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. However, receiver would not turn on. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.